Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified gel mentor breast implants and experienced pain in her left side and it is swollen. The left implant is ruptured. The patient experienced bilateral capsular contracture baker grade ii. As a result, the patient will undergo removal on (B)(6) 2019. This medwatch is for the left breast implant.